Event description:
The customer reported a contained leak of dried blood to the right of the white blood cell (wbc) aperture bath housing inside the coulter lh 780 hematology analyzer. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, glasses, and laboratory coat when the leak occurred. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.

Manufacturer narrative:
The field service engineer (fse) replaced the tubing at pinch valves vl12d, vl6, and vl12b which fixed the leak. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).